Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The insulin pump had hardware low level failures alarm. The customer current blood glucose level was 440 mg/dl. Customer stated that they had changed the insulin pump and it works fine, couple of days before changing the new insulin, it was not helping the blood glucose and switch and place a new set and insulin, change it 4 times and blood glucose and took the shot and kept the device and took some shots in between , ate something and place insulin and keeps raising and take another shot and coming down use the syringe and it was not working for the past 2 days blood glucose was around 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer reported that insulin pump was exposed to high magnetic environment. Customer was able to successfully clear alarm and able to complete rewind. The insulin pump successfully complete steps in displacement verification test and self-test. The insulin pump will not be returned for analysis.